Event description:
Boston scientific crm received information that this patient, who has this cardiac resynchronization therapy defibrillator (crt-d), developed an infection around the device pocket area. The physician elected explant and replace the entire system. There were no other adverse patient effects reported.

Manufacturer narrative:
This crt-d will not be returned for laboratory analysis because it was discarded at the hospital. At this time, there is no additional information. Should additional information become available, this report will be updated.